Event description:
A report of a corneal ulcer was received from an eye care professional. A long term user of the air optix night and day lens was dispensed a trial pair of lenses at a routine examination. On (B)(6) 2012, the pt, who has been wearing this same brand since 2003, came in for his annual examination and received a trial pair of lenses. Sixteen days later, after the trial lens had been worn as extended wear, the pt presented with what appeared to be an abrasion. The pt mentioned he had experienced a stomach virus over the weekend and had rubbed the eye and experienced discomfort. Polysporin (an antibiotic ointment) was administered in office and the pt was released. The pt returned the next day presenting with slight watery discharge, three plus (3+) injection, and moderate pain. An ulcer four(4) mm x five(5) mm in size was observed. The pt was prescribed zymaxid and polytrim for use every fifteen minutes and was referred to a specialist. F/u info was received from the pt and the treating physician(specialist) on (B)(6) 2012. According to the pt, he presented with flu like symptoms on (B)(6) 2012. The next day, blood work was sent off by the primary care physician and cultured positive for food bactrim. The consumer claims the food based bacterium (thought by the pt to possibly be "calphabac.") Had a seven day incubation period. On (B)(6) 2012, the pt awoke with inflammation in the right eye that felt similar to an allergy and the lens was removed. The next day, the incident was mentioned to the eye care professional. An examination occurred and a corneal abrasion was observed. Polysporin ointment was applied and a f/u was scheduled for the next day. The following day, another eye care professional observed an ulcer. Due to lack of improvement, the pt was sent to a specialist the same day. The specialist explained that due to the dehydration that occurred with the food borne illness, the contact lens drew down onto the eye and caused an abrasion which led to the corneal ulcer. At the time of the call, the pt reported a loss of vision, sensitivity to light, and a white, milky spot on the eye. According to the specialist's notes, on (B)(6) 2012, the pt presented with pain, photophobia, redness, discharge, and fogginess of the right eye. The best corrected visual acuity measured 20/70. The eyelid was inflamed, the conjunctiva presented with 2+ injection, and a purulent discharge was present. A sub-temporal central and paracentral stromal necrotic ulcer, 4x5 mm in size, surrounded with endothelial rings was noted on the cornea. The stroma was hazy throughout. A 1mm hypopyon was present in the anterior chamber. The diagnosis was a central corneal ulcer and a corneal scrape was performed. According to the notes in the pt's chart, the central corneal ulcer, in the right eye, was probably contact lens related and the recent gi infection may or may not be related. The pt was prescribed fortified tobramycin 9.1mg/ml and vancomycin 25 mg/ml one drop every hour around the clock. On (B)(6) 2012, the pt returned for a f/u with no change in subjective or objective finding. No growth was observed on the culture. The tobramycin and vancomycin were continued every hour around the clock. The best corrected visual acuity measured at 20/30. Another f/u occurred on (B)(6) 2012. Improvement of the endothelial rings surrounding the stromal ulcer was noted and the culture showed positive for two streaks and was sent for analysis. The best corrected visual acuity measured 20/200. The tobramycin and vancomycin were continued with the same prescribed schedule. Ciloxan ointment was added for one applications at night. Doxycycline hyclate 50mg 1 tablet was also prescribed. The next f/u occurred on (B)(6) 2012. The pt reported that there was slight improvement but still complained of headaches in the right eye. The visual acuity measured at 20/80. The objective findings remained the same with noted continued improvement of the endothelial rings surrounding the ulcer. At this visit, pseudomonas was suspected and zymaxid .5% one drop every hour while awake was added to the previously prescribed vancomycin, tobramycin, doxycycline hyclate, and ciloxan schedule. On (B)(6) 2012, the pt was evaluated again. No change was noted in the subjective findings. The best correct visual acuity measured at 20/200 and no change occurred to the treatment schedule prescribed on the previous visit. On (B)(6) 2012, the culture results were noted. The scraping was positive for pseudomonas aerugnosa and (B)(6). The best corrected visual acuity measured at 20/100 with an increase to 20/80 minus one with pinhole. The ulcer was noted as having less necrosis with improved endothelial ring surrounding the stromal ulcer with no critical thinning. The hypopyon was no longer observed. The tobramycin 9.1mg/ml and vancomycin 25mg/ml were reduced to one drop every hour during waking hours. Doxycycline hyclate 50mg was prescribed one tablet once a day. Ciloxan .3% ointment was prescribed to apply at night zymaxid .5% was prescribed one drop every hour while awake and pred forte 1% was prescribed one drop four times a day. On (B)(6) 2012, f/u occurred by phone with the specialist and it was noted the ulcer was slowing healing and permanent scarring is expected.

Manufacturer narrative:
On (B)(6) 2012, the pt was evaluated and it was noted that the pt's condition was improving. The eyelids showed inflammation, the conjunctiva showed 2+ injection with purulent discharge. The cornea showed a center and paracentral stromal necrotic ulcer with less necrosis. The appearance was "less soupy" with early epithelization. There was no critical thinning. The pt's best corrected visual acuity was 20/100 with pinhole to 20/50-2. Zymaxid and fortified tobramycin was prescribed every two hours during waking hours and pred forte was prescribed one drop twice a day. On (B)(6) 2012, the pt was evaluated again. Little change was noted in the subjective or objective findings. The best correct visual acuity measured at 20/60+1 with an increase to 20/40+2 with pinhole. The treatment prescribed was zymaxid and tobramycin one drop every two hours and pred forte twice a day. A f/u visit was scheduled. No further info is available at this time. (B)(4).